Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete. The expiration date is currently unavailable.

Event description:
It was reported that on the (B)(6) 2018 during shoulder anthroscopy while wanting to use the vapourizer it failed to perform its suctioning function.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was received and evaluated. It was noticed that both the suction tube and power cable were cut. The electrode tip shows signs of activation. Due to reported failure of suction issue this device will be sent to gyrus for further evaluation. The active tip looks in a used condition, as the raised nodules on the face of the active tip have become rounded and there is evidence of discoloration and tissue around the active tip on the surface of the ceramic. There is visual evidence of tissue blockage within the suction port of the active tip. Due to the cable of the device being cut only the flow test was performed to evaluate the function of the device. A positive pressure was applied to the suction tube with the distal tip blocked, this allows for any leaks in the suction path to be identified. No leaks were identified. During functional testing the fault raised by the complainant, ¿it failed to perform its suctioning function¿ was confirmed, with the established flow rate being outside the required specification. The cause for this was attributed to tissue being evident in the suction path at the tip of the electrode. During the investigation tissue was removed from the suction path but further tissue was still evident. From our investigation we have determined the probable cause of the suction blockage to be normal procedural debris. The DHR review indicated that this batch of devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. A review of the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that was released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that on the (B)(6) 2018 during shoulder arthroscopy while wanting to use the vapourizer it failed to perform its suctioning function. Additional information from affiliate 03/22/2018: yes, there were some surgery delay due to trouble shooting and trying to get the suction working +/- 10min. Yes the procedure was able to be completed alternatives were readily available they had another unit in the stock room. No patient impact.